Manufacturer narrative:
The respironics service technician confirmed the reported problem due to a flow sensor failure. The service technician replaced the exhalation flow sensor. Performance verification testing was performed on the ventilator, and all tests passed per operating specifications. The service technician reported there was an f & p 850 humidifier in use on the ventilator.

Event description:
The customer reported the ventilator went vent inop, and alarmed. The customer did not know if the unit was in use, but stated there was no patient harm reported. Vent inop, when in use, will stop providing ventilatory support to the patient.